Event description:
A report was received stating that a pt's precision system was explanted, due to infection. The pt was given gentamicin IV as antibiotic for the infection.

Manufacturer narrative:
The explanted devices will not be returned for eval as it was discarded by the medical facility.